Event description:
The customer stated that a cell-dyn 1800 hemoglobin result of 7.8 g/dl was generated on an oncology patient. The patient was sent to the hospital for a blood transfusion. A new sample was drawn at the hospital and the hemoglobin result was 9.1 g/dl. The blood transfusion was not performed. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation results (B)(4), other: hgb flow cell clogged/obstructed. The customer's (B)(4) study on (B)(6) 2008, and control data on (B)(6) 2008 were within range. No issues were noted with any other samples tested. Customer support center (csc) instructed the customer to check hgb reference value, value was 1706 (specification of 1800-2200). The hgb flow cell had been recently changed. On (B)(6) 2008, during the field service representative (fsr) visit, the hgb flow cell was cleaned due to clogged/obstruction. The fsr adjusted voltage on pre-amp vp-08. The instrument passed quality controls, precision and calibration. The instrument was performing within specifications. The cell-dyn 1800 system operator's manual, list number 07h80-01, revision e, under section 10, troubleshooting and diagnostics, pages 10-11 through 10-13, provides information to assist in problem identification, isolation, and corrective actions. Instructions for obtaining technical assistance are included as well. Section 10, troubleshooting and diagnostics, index of error messages and condition, data problems, inaccurate hgb readings, page 10-36, indicates that contamination of the hgb flow cell may occur due to sample residue (organic build-up). Auto cleaning of the hgb flow cell is recommended, twice, if necessary. A review of the tracking and trending did not indicate any adverse trend for the cell-dyn 1800, list 07h77-01 for issues related to discrepant hgb results on patient samples. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant hgb results on patient samples. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.